Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report additional and corrected information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using four proglide devices with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, for all four proglide devices, no suture was present when the proglide plunger was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that a puncture closure of an unknown vessel was attempted using four proglide devices after an unspecified procedure. Reportedly, all four proglide devices had suture breaks; the sutures were missing. Another proglide, from a different lot number, was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.